Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation, received on (B)(6)2021 with lot number 1164042. Visual analysis of the returned device identified: fold creases, more than three curved openings on anterior, and white calcification on the patch. Leak test and microscopic analysis was performed which identified: crack valve and more than three striated openings on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. More than three striated openings on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted and replaced.